Event description:
It was reported that a device was used during a rectal resection. After firing the device, the surgeon was unable to remove the device with normal force. Upon removal of the device, the surgeon noted that the device had fired an incomplete staple line and an imcomplete cut of the tissue on the proximal side. The case was completed with hand suture. There were no other consequences to the patient.